Event description:
The risk manager from the user facility called to report a foreign body that looked like a piece of the haptic was identified in the patient's eye following implantation of the intraocular lens. The foreign body was not in the patient's line of vision and the patient was not having any problems. Some time following cataract surgery, the patient began to complain of cloudy vision. Posterior capsular opacification (pco) was diagnosed in 2006 and a yag was performed. The patient is doing well and no further intervention is planned. Additional device and event data has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.